Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has stopped breathing around 108 times during the night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Device was recertified per fc:16-700-623 and the device was upgraded with new foam. An external and internal visual inspection of device were completed by the manufacturer and error code #74 was found. Additionally, unit scrapped.